Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked in the middle and unraveled at the distal end, while loading into the delivery tube. The hosp did not provide additional info. No complications were reported by the hosp.